Event description:
Product analysis for the returned lead was completed and approved on 07/01/2015. An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient was playing in the pool and things got a little rough which may have contributed. The patient underwent a full replacement on (B)(6) 2015. The explanted devices are not available for return as they were discarded after surgery.

Event description:
Both was found upon receiving the explanted devices that they were not discarded after surgery. Both the generator and lead were returned for analysis on 06/03/2015. Product analysis for the m102 generator was completed and approved on 06/17/2015 and showed that device performed according to functional specifications .

Event description:
It was reported from the physician that the patient has high impedance. It was stated that the generator is not at end of service. The dcdc code was reported to be 4 and the physician suspects that it could be related to fibrosis. The patient has not reported pain and still does feel stimulation. No trauma, pain, or lack of efficacy was reported. It was recommended to the physician that the vns system should be turned to 0ma so the physician disabled the device. Patient received x-rays that were assessed by the physician which were reported to not show the lead break. The patient is scheduled for replacement surgery but the surgery has not occurred to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.